Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI), concomitant med prod data a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 16078298 was performed from the date of manufacture, 16-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn 16094685 was performed from the date of manufacture, 11-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system remote manager (rm) refrigerator latch or lock failed. A field service engineer cleaned microswitches, adjusted angle of mount slightly, removed follet keyed lock that was catching slightly from door sag and accessed door in the hardware test application multiple times to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fridge door was sometimes sticking and not opening at all. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fridge door was sometimes sticking and not opening at all. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.